Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00073.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) values were abnormal. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019 the potassium (k+) value was abnormal. It is not known at what point during the procedure this inaccuracy occurred. The corresponding lab k+ values are not available. It is not known if the calibration was completed with the k+ code entered into the blood parameter monitor (bpm). The team did not exchange the bpm. They continued the procedure with independent laboratory assessment of k+. There was no delay in the surgical procedure. There was no harm or blood loss associated with the event.